Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 179mg/dl. Low bg cause was not known. Customer became "dizzy and not feeling well". Customer called emergency medical services and they provided and intravenous medication to address bg. Customer could not recall medication they were treated with. ¿recommendation was made to consult with a healthcare provider to discuss diabetes management.